Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal interbody lumbar fusion (tlif) surgery at l2-3 due to degenerative disc disease (ddd). Intra-op, cage was broken while placement of the spacer, the broken fragment was removed. There are no patient symptoms at this time as a result of the cage breakage.